Event description:
It was reported that a revision was performed due to dislocation. The inner head dislocated out of the bipolar head. The surgeon decided it is not the product failure.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.